Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was 130 mg/dl. Customer reverted to an alternate method of insulin therapy.